Event description:
It was reported that the patient was "electrocuted" while recharging their implantable neurostimulator (ins) about 5 months ago. This caused pain in the rib cage area ("like a cracking" sensation). The patient had to go and get new batteries for their programmer so they could turn off the ins device. The patient had been leery of recharging their ins since that time. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information was received, which reported that the patient was last seen in her healthcare provider's (hcp's) office on (B)(6) 2012. The patient however cancelled her next appointment and didn't show up for her other appointment 2 months after she was last seen. As such, the patient's hcp had not had contact with the patient since before the reported event and was unable to provide any additional information.